Manufacturer narrative:
(B)(4).

Event description:
It was reported that hex not engaging so implant dropped day surgery.

Manufacturer narrative:
Zimvie did not receive one (1) unknown biomet driver for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the specific unknown biomet driver. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet driver] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician damages driver retention feature inside of implant. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.